Manufacturer narrative:
It was reported that the ventilator did not deliver peep (positive end expiatory pressure) according to setting; the pressure was drifting according to hospital report. Our field service engineer has investigated the reported ventilator on site. Two pressure transducer printed circuit boards (pcb) have been replaced to resolve the issue and sent back for investigation. A readout from the returned pcbs didn't show any deviations. The returned pcbs have been tested in a ventilator, it passed the pre-use check. No abnormal found during ventilation for 14 days. The ventilator passed another pre-use check after ventilation. The zero pressure voltage was measured just after ventilation for both sensors: sensor no 1: the zero pressure value is correct. Sensor no 2: the zero pressure value indicate a drift in the sensor. The wheatstone bridge circuit was measured on both pcbs and the obtained results were correct with no deviation on resistance values. A microscope investigation on both sensors shows stain or trace of contamination on sensor membrane for pcb (no 2) that led to the reported issue. However the source of this contamination could not be established. The provided logs confirm the alarm peep low during ventilation. It was not possible to reproduce the reported issue.

Event description:
Manufacturer's ref (B)(4).

Event description:
It was reported that the ventilator did not reach set peep value. There was no patient harm. Manufacturer's ref. #: (B)(4).